Event description:
A problem while advancing a guidewire during a cardiac catheterization procedure. The report stated that the wire "completely dislocated" and, subsequently, the "dislocated piece" was shot out of the catheter by the patient's blood pressure. Additional event specific information has not been made available.